Event description:
Material no. 367342; batch no. 9161894. It was reported that during use of the bd vacutainer® push button blood collection set while retracting the needle, the device separated and the needle fell on the floor. The following information was provided by the initial reporter: we had a report of a product device failure for a specific lot of bd vacutainer butterfly blood collection sets part #367342 from one of our lab testing locations. Upon retracting the needle the device dislodged completely and the needle fell on to the floor.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for barrel separation with the incident lot was observed. Additionally, testing of the customer samples was performed and barrel separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367342, batch no. 9161894. It was reported that during use of the bd vacutainer® push button blood collection set while retracting the needle, the device separated and the needle fell on the floor. The following information was provided by the initial reporter: we had a report of a product device failure for a specific lot of bd vacutainer butterfly blood collection sets part #367342 from one of our lab testing locations. Upon retracting the needle the device dislodged completely and the needle fell on to the floor.